Manufacturer narrative:
The technician found the left push handle was defective. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left push handle to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the intellidrive runs backwards when the push handles are pushed forwards. The bed was located in ICU at the account. There was no patient/user injury reported. (B)(4).